Event description:
On sept 11, 2008 the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging the pt could not code the one touch ultra meter. The medical affairs specialist spoke to the reporter to obtain/clarify info. The reporter (the pt's daughter) said that after replacing the battery on august 28, 2008, the pt was not able to code the meter. After the pt could not code the meter, the reporter said she stopped taking her insulin for one week because she was not able to get readings and guessed on her insulin intake the week after. During that week, the reporter stated the pt lost her appetite and felt extremely confused. When asked whether the symptoms were indicative of high or low blood sugar the reporter mentioned she did not know but she exhibited other symptoms that could have been high or low symptoms including sweating and frequent urination. The reporter also stated that for about six days, the pt stopped taking medications for other health conditions including blood pressure and acid reflux. She threw up twice one evening possibly related to acid reflux and has been eating more candy and chocolate bars, because she hasn't had the energy to cook. The candy and chocolate bars were the most convenient food for her mother during this time. The pt also has congestive heart failure and depression. The reporter said the reason the pt stopped taking the medications is because she became very confused after her first week not taking insulin and could not fill her "pill packs." The reporter stated she has made appointments with physicians for her mother and will continue to work to treat her health conditions. During troubleshooting, after walking the customer through the issue, the issue was resolved. This complaint is being reported because the reporter alleged the pt was unable to use her meter, stopped taking her insulin due to the issue and reportedly developed diabetic symptoms (which could be suggestive of hypoglycemia or hyperglycemia) for approx two weeks.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.